Event description:
The user facility reports the following: after placing a stent on the pulmonary artery and balloon dilation, physician was unable to deflate balloon after second deployment. Purposely inflated to high pressure to induce rupture. Balloon material retrieved upon withdrawal of catheter. Pt has no residual effects from procedure.